Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device was received with minor scratched lcd window.

Event description:
It was reported on (B)(6) 2012, the insulin pump alarmed button error. Customer attempted to clear the alarm, but was unable. Customer uses correct batteries. Customer reverted to back up plan. Customer's blood glucose was not captured. No further information reported.